Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, there was resistance during insertion. No excessive force was applied during insertion. A snap was felt. The proglide broke at the guide, yet stayed intact with the actuator wire. During an attempt to remove the device, the guide detached. An x-ray was used to visualize the break. The vessel was incised and the entire device was removed. The tavr procedure was completed. Hemostasis was achieved with surgical suturing. There was a reported clinically significant delay in the procedure and prolonged hospitalization due to the device. No additional information was provided.

Manufacturer narrative:
Device was returned for analysis, the reported guide detachment was confirmed. The reported difficult to insert and device entrapment cannot be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. It is likely that the device interacted with the patient anatomy causing the guide break which subsequently made the device entrapment and guide break. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.